Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s.. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -6.00/+3.0/089 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2020. The patient experienced a refractive surprise. The lens remains implanted. The cause of the event was unknown. If additional information is received, a supplemental medwatch will be submitted.